Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on his back under the lifevest. The patient is a medical professional and decided to remove the device to let his skin heal. The outcome of the irritation is not known.